Event description:
Male underwent aquablation procedure. The physician did not perform the standard clot evacuation step immediately following the procedure. Post-op, due to the redness of the catheter, the patient was brought back to the or and clot evacuation was performed. The patient had to be brought back to the or again as the catheter still continued to be red. Physician found that the median lobe was the source of the bleeding and performed fulguration. The patient received blood transfusion due to the blood loss. Patient was doing well afterwards and no further sequalae was reported.

Manufacturer narrative:
H.11 corrected data: under section b2.outcomes attributed to adverse event "hospitalization - initial or prolonged" was incorrectly selected under follow-up #1. H.10. Additional manufacturer narrative: submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
H.10. Additional manufacturer narrative: the log file for the aquablation procedure was reviewed, which confirmed no anomalies. The system performed as intended. The lot number for the aquabeam system for this event was not provided by the distributor; therefore a review of the device history records (DHR) for all three (3) aquabeam systems distributed by the distributor was conducted, which confirmed that there were no nonconformances generated during the manufacturing process of these systems, which could relate to the reported event. The review indicated that the systems met all required specifications when released for distribution. The aquabeam system's instructions for use (IFU), ifu320301, lists bleeding as a potential perioperative risk of the aquablation procedure. A review of similar complaints was conducted, for all aquabeam systems distributed by the distributor, which confirmed that there has been five (5) other similar events reported on these systems. The system was not returned for investigation. Bleeding is an anticipated perioperative risk of the aquablation procedure. There were no reported device malfunctions or failures associated with the procedure. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.